Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer¿s blood glucose level was 300 mg/dl, 400 mg/dl and 500 mg/dl, 502 mg/dl, 505 mg/dl at time of incident and current blood glucose level was 488 mg/dl. Customer reports the following symptoms related to their high blood glucose such as nausea, body aches, dry heaving, breathing a little off, frequent urination, headache, feels sick and debating on going to hospital. Customer states they did not get any error messages. Customer had ketones and was peeing a lot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus from insulin pump and then insulin pen. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery because customer was giving bolus but blood glucose was not coming down. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer reports time or date was correct. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports pump was not worn during a medical procedure or test around magnetic resonance field. Customer reports they performed displacement test and insulin pump alarmed no reservoir detected. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.